Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("right uterine perforation by the device"), bacterial vulvovaginitis ("frequent bacterial vaginitis"), device breakage ("essure went out fragmented/essure remains in the horn of the fallopian tube") and device dislocation ("essure remained was migrated towards the uterus") in a (B)(6)-year-old female patient who had essure (batch no. A90485) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rosacea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 10 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with device dislocation and pelvic pain. In (B)(6) 2013, the patient experienced menopause ("premenopause") with hot flush and insomnia. On (B)(6) 2014, the patient experienced vulvovaginal pain ("very strong pain in the vagina in the caudal area of the left inner lip") and the first episode of pain ("non-specific pain"). On (B)(6) 2014, the patient experienced breast discharge ("discharge in the breasts"). On (B)(6) 2018, the patient experienced proctalgia ("contracture with very painful tense band in elevator of the anus"). On (B)(6) 2018, the patient experienced uterine pain ("contractions in the uterus") and sciatica ("a lot of sciatica on the left side"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure went out fragmented/essure remains in the horn of the fallopian tube"). On (B)(6) 2018, the patient experienced the second episode of pain ("punctures"). On an unknown date, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant), gastritis ("gastritis"), abdominal distension ("swollen gut"), abdominal pain upper ("stomachache"), back pain ("mechanical lumbar pain"), sacroiliitis ("sacroiliitis"), myalgia ("muscle cervical pain"), arthralgia ("severe pain in the hips, she wake up at nights of pain"), rash ("severe rash") and dizziness ("dizziness"). The patient was treated with surgery (laparoscopy to remove the essure migrated and bilateral tubal ligation) and surgery (hysteroscopy to remove the remaining essure on (B)(6) 2018). At the time of the report, the uterine perforation, bacterial vulvovaginitis, device dislocation, menopause, gastritis, abdominal distension, abdominal pain upper, vulvovaginal pain, back pain, sacroiliitis, myalgia, breast discharge, arthralgia, rash, dizziness, proctalgia and sciatica outcome was unknown and the device breakage, uterine pain, complication of device removal and the last episode of pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, arthralgia, back pain, bacterial vulvovaginitis, breast discharge, complication of device removal, device breakage, device dislocation, dizziness, gastritis, menopause, myalgia, proctalgia, rash, sacroiliitis, sciatica, uterine pain, uterine perforation, vulvovaginal pain, the first episode of pain and the second episode of pain with essure. The reporter commented: she referred that when the right essure was removed, they left the left essure placed on the horn by medical indication. Suspicion of lupus was discarded by the rheumatologist. The breasts discharge was analyzed and it was not indicative of any malignancy. Around (B)(6) 2016, she presented to emergency due to pain and a bacterial vaginitis was diagnosed again. The essure removal attempt on (B)(6) 2018 was performed without sedation; it fragmented and remained in the horn of the fallopian tube. She was waiting an appointment to schedule the removal of essure remaining's. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: positive (performed due to suspicion of lupus). Proctoscopy - on an unknown date: no abnormal findings, no internal piles x-ray - on (B)(6) 2018: essure remains in the horn of the fallopian tube. Laboratory tests due to suspicion of celiac disease - unspecified date: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: uterine perforation: the analysis revealed (B)(4) cases (excluding this case). Device breakage: the analysis revealed (B)(4) cases (excluding this case). Device dislocation: the analysis revealed (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 28-feb-2018. The most recent information was received on 20-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("right uterine perforation by the device"), bacterial vulvovaginitis ("frequent bacterial vaginitis"), device breakage ("essure went out fragmented/essure remains in the horn of the fallopian tube") and device dislocation ("essure remained was migrated towards the uterus") in a 42-year-old female patient who had essure (batch no. A90485) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rosacea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 10 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with device dislocation and pelvic pain. On (B)(6) 2013, the patient experienced menopause ("premenopause") with hot flush and insomnia. On (B)(6) 2014, the patient experienced vulvovaginal pain ("very strong pain in the vagina in the caudal area of the left inner lip") and the first episode of pain ("non-specific pain "). On (B)(6) 2014, the patient experienced breast discharge ("discharge in the breasts"). On (B)(6) 2018, the patient experienced proctalgia ("contracture with very painful tense band in elevator of the anus"). On (B)(6) 2018, the patient experienced uterine spasm ("contractions in the uterus") and sciatica ("a lot of sciatica on the left side"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure went out fragmented/essure remains in the horn of the fallopian tube"). On (B)(6) 2018, the patient experienced the second episode of pain ("punctures"). On an unknown date, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant), gastritis ("gastritis"), abdominal distension ("swollen gut"), abdominal pain upper ("stomachache"), back pain ("mechanical lumbar pain"), sacroiliitis ("sacroiliitis"), myalgia ("muscle cervical pain"), arthralgia ("severe pain in the hips, she wake up at nights of pain"), rash ("severe rash") and dizziness ("dizziness"). The patient was treated with surgery (laparoscopy to remove the essure migrated and bilateral tubal ligation) and surgery (hysteroscopy to remove the remaining essure on (B)(6) 2018). At the time of the report, the uterine perforation, bacterial vulvovaginitis, device dislocation, menopause, gastritis, abdominal distension, abdominal pain upper, vulvovaginal pain, back pain, sacroiliitis, myalgia, breast discharge, arthralgia, rash, dizziness, proctalgia and sciatica outcome was unknown and the device breakage, uterine spasm, complication of device removal and the last episode of pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, arthralgia, back pain, bacterial vulvovaginitis, breast discharge, complication of device removal, device breakage, device dislocation, dizziness, gastritis, menopause, myalgia, proctalgia, rash, sacroiliitis, sciatica, uterine perforation, uterine spasm, vulvovaginal pain, the first episode of pain and the second episode of pain with essure. The reporter commented: she referred that when the right essure was removed, they left the left essure placed on the horn by medical indication. Suspicion of lupus was discarded by the rheumatologist. The breasts discharge was analyzed and it was not indicative of any malignancy. Around (B)(6) 2016, she presented to emergency due to pain and a bacterial vaginitis was diagnosed again. The essure removal attempt on (B)(6) 2018 was performed without sedation; it fragmented and remained in the horn of the fallopian tube. She was waiting an appointment to schedule the removal of essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: positive (performed due to suspicion of lupus) proctoscopy - on an unknown date: no abnormal findings, no internal piles. X-ray on (B)(6) 2018: essure remains in the horn of the fallopian tube. Laboratory tests due to suspicion of celiac disease unspecified date: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): uterine perforation: 1054 cases were identified. Device breakage: 2254 cases were identified. Device dislocation: 3140 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.